Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that an end tone, indicating a completed sealing cycle, was heard but the device did not complete the sealing process during a hysterectomy. Another type of device was used to complete the procedure. There was no pt injury.